Manufacturer narrative:
A device evaluation confirmed the customer allegation. The abnormal color tone was due to damage of the imaging unit. The bending angle is insufficient due to the elongation of the angle wire. The angle lever does not operate smoothly due to damage to the operation part. The adhesive part of the bending section cover was missing. Scratches were found throughout the device. The video connector was cracked. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The company representative reported, the loaner videoscope displayed image abnormality. The device was returned and an inspection revealed, the color tone of the image was abnormal (image is magenta or green only). This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being submitted for additional information provided by the customer. Following fields are updated: date of event and event. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is received.

Event description:
It was further reported that the issue was detected during pre use inspection.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a failure of the image sensor unit. Olympus will continue to monitor field performance for this device.